Manufacturer narrative:
Images and photos were provided for review. The device has not been returned to the manufacturer for evaluation. The lot number for the device was provided; however, a review of the device history records is not required to be performed. The investigation of the reported event is currently underway. (Expiration date: 02/2023) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three days post feeding device placement, the balloon of the feeding device allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a lot history review was performed. Evaluation summary: one electronic photo and one electronic video were reviewed. The photo shows the feeding tube resting on a paper towel, a deformation can be noted just proximal to the end of the feeding tube. The video shows a close up of the tip of the feeding tube and fluid can be seen exiting at the fold in the balloon.one tri-funnel replacement gastrostomy tube 20f was returned for evaluation. Visual, microscopic and functional testing were performed. A rupture was noted on the balloon approximately 1.5cm proximal to the distal tip.the balloon was infused with water and a leak was observed at the rupture. The balloon was not patent to aspiration. The investigation is confirmed for the alleged hole in the trifunnel and the leak that this hole causes. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: d4 (expiration date: 02/2023), g4, h6 (device) h11: d10, h3, h6 (method, results, conclusions) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three days post feeding device placement, the balloon of the feeding device allegedly ruptured. There was no reported patient injury.